Manufacturer narrative:
.

Event description:
The reporter stated, that the surgeon was inserting a 23.0 diopter silicone one piece lens using a msi-pm injector, and the lens tore as it was pushed through the injector due to the injectors plunger. The incision was enlarged to remove the lens and was replaced, suture unk. Pt's current prognosis is good.